Event description:
The customer reported that they had low blood glucose of 40 mg/dl and had to call the paramedics the night prior to the phone call. The customer treated for the low blood glucose by eating candies. The paramedics checked the blood glucose and it had increased to 64 mg/dl. The customer was not transported to the hospital. The blood glucose at the time of the phone call was 200 mg/dl. Troubleshooting was performed on the insulin pump. The drive support cap was recessed. The customer used mixed insulin. There was no information of basal rates in the device. The reservoir was showing the same amount of insulin as shown on the status screen of the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.